Event description:
We have been informed that during combined procedure, there were problems with endo laser. After the doctor tried to change the laser value more than one time and increases it, when the device calibrates to the laser, it takes more than regular time and it show an error. After that, the device shows the endo laser with red light and can't be used, only after restarting the device and priming again. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles confirmed the occurrence of the reported las11 error message and did not show any las102 error message, therefore the issue is not likely due to a user issue but to an issue with the module. It was advised to replace it. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (lm-low-*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Manufacturer narrative:
The complaint is under investigation. N case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during combined procedure, there were problems with endo laser. After the doctor tried to change the laser value more than one time and increases it, when the device calibrates to the laser, it takes more than regular time and it show an error. After that, the device shows the endo laser with red light and can't be used, only after restarting the device and priming again. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefor preliminary results or conclusions are not yet available.the investigation will be continued when the device is available for examination.

Event description:
We have been informed that during combined procedure, there were problems with endo laser. After the doctor tried to change the laser value more than one time and increases it, when the device calibrates to the laser, it takes more than regular time and it show an error. After that, the device shows the endo laser with red light and can't be used, only after restarting the device and priming again. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.